Event description:
It was reported that the patient went to the emergency room due to abdominal pain and foot weakness. The physician believed that it was related to the location of the paddle too close to the stenotic area.